Event description:
It was reported by repair work order that the footboard was functioning intermittently due to a loose connector cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.